Event description:
It was reported that there was leakage between the cap or port of the cassette used in compounding production. The quality control during production includes a visual verification for cap tightening and leakage and the issue is not seen during production. The issue was discovered during goods receipt of finished product hp customer. There was no patient involvement. Sample photos have been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.